Manufacturer narrative:
Failure analysis conclusion: the wire was received at csi for analysis. Upon return, the wire was engaged in the device. The guide wire spring tip was fractured and exhibited damage consistent with the spring tip having been pulled into the driveshaft crown and tip bushing. It appears that most if not all the damaged spring tip was returned with the device, however the damage is extensive, so this cannot be confirmed through analysis. Scanning electron microscopy analysis revealed axial damage and severe flattening of coil surfaces on the spring tip from coming into contact with the driveshaft. The diamondback 360® coronary orbital atherectomy system instructions for use states, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip. At the conclusion of the failure analysis investigation, the reported fracture was confirmed. Additional information regarding an event which occurred with the orbital atherectomy device used in the same procedure is documented in MDR 3004742232-2019-00313 and 3004742232-2019-00313-001. Csi ID: (B)(4).

Manufacturer narrative:
Zip code is (B)(6). Character limit does not allow. Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Additional information regarding an event which occurred with the orbital atherectomy device used in the same procedure is documented in MDR 3004742232-2019-00313. (B)(4).

Event description:
The viperwire guide wire was selected for use in a severely calcified lesion of the obtuse marginal artery (om). The left circumflex (lcx) bifurcation and om branch angle were tortuous (90 degrees), and another area of 90 degree tortuosity was present in the middle of the om. A drug-eluting stent was also present in the distal om. The guide wire was advanced, and an intravenous ultrasound catheter couldn't be advanced to the same area due to the anatomy of the vasculature. Three atherectomy treatments were delivered carefully to prevent the orbital atherectomy device (oad) from jumping into the preexisting stent. However, the oad jumped, and the tip of the viperwire fractured. The fragment was retrieved with a guide extension catheter and snare. No vessel damage was observed. The procedure was continued and completed. The patient's condition was good.